Event description:
It was identified during a review of the in house programming and diagnostic history database that this vns pt's device revealed high lead impedance following implantation surgery which did not appear to resolve. The information from the available programming and diagnostic history, which is data up thru (B) (6)2007, does not indicate that the device was disabled. Good faith attempts to obtain additional information from the site have been made, but no additional information has been received to date.